Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 06,2024. . Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect lens and found the haptic was broken in half/bent. The other haptic was also bent. The optic body also presented with damage. No further evaluation was performed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a haptic that got bent during the loading and when the iol was fully inserted into patient's right eye, the doctor could not get the haptic to straighten. It was observed after insertion. The patient already has an iol, and they were trying to piggyback iol, however, it didn¿t work, so they aborted the procedure. The original iol is still in the eye. Interior vitrectomy and capsular destabilization were performed. Additional information stated that the initial lens was from another company. The lens was implanted, and then removed during the same procedure. The lens was not re-implanted. This was a piggy back procedure so there is still a lens in the patients eye. There was no injury, and no medical or surgical intervention was required. Patient is doing great. No other information was provided.